Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. Patient involvement information was not provided by the customer. The service engineer (se) verified the malfunction and advised that the breath delivery unit (bdu) printed circuit board (pcb) need to be replaced. Customer need to approve the repair.